Event description:
Initial free t4 result 0.525 pmol/l. Same sample repeated gave result of 16.36 pmol/l. Same sample repeated an additional 5 times and gave reproducible results of around 17 pmol/l. If additional information is received, appropriate notification will be provided.